Event description:
During a coronary artery bypass procedure, surgeon was tightening a sternal zip fix through the manubrium using the zip fix gun and the sternal zip fix implant broke and was removed. Another, readily available sternal zip fix implant was then placed into the manubrium with the zip fix gun and all went well. Reportedly, the patient is fine. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis. Manufacturing evaluation received condition of the locking mechanism is cut apart (made during pd evaluation for checking the teeth. The needle is cut off and was not sent back. The relevant dimensions of the locking mechanism conclusion cannot be verified anymore, and a function test could not be performed due to the mechanism not being intact anymore. Product development evaluation received condition shows there are no design related issues found on the returned device which have contributed to the intra operative failure of the device. The only deformed "last tooth" found on the device as seen in image 5 is not related to a "one tooth" engagement or device "cut under tension"! This deformation can occur when the cutting is just at the tooth highest point. This is also underlined since there are no contact deformations to the device head from the application instrument while cutting the device. If the instrument had been placed flush onto the locking head while cutting there would have been marks on the locking head. Design evaluation, there are no design related issues found on the returned device which have contributed to the intra operative failure of the device.